Manufacturer narrative:
This is the same event as 3010536692-2016-00655, 3010536692-2016-00656. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the following mom complications: pain, ion elevation, and probable loose socket and metallosis at the head/neck junction. (Right).